Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure where the ipg was adjusted and doing well post operatively.